Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty procedure the sterile packaging allegedly contained a particle inside. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was returned still sealed in the inner sterile packaging; the pouch had not been opened. The inner packaging was returned inside of the outer packaging box. The user had indicated with three arrows on the inner packaging where the alleged foreign material was located. The hoop was examined under microscopic magnification (10x) through the seal packaging, and no foreign objects were visible; however, the sections of the hoop obscured by the product label were unable to be inspected. Evaluation from fmi: functional/performance evaluation: the returned pouch was initially visually inspected for foreign material. A fiber was identified on the surface of the 2nd hoop coil. The hoop was then removed from the pouch. The fiber was then removed rom the surface of the hoop to a tappi chart. The particle size was estimated to be 0.03mm to 0.04mm. The was found to be within the acceptable guidelines. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned for evaluation. The inner packaging was examined under magnification, and no particles were visible. The device was then sent to the manufacturing site for further evaluation. The packaging was opened, and a particle was found on the inner hoop. Although the particle was measured and found to be within the acceptable guidelines, the investigation is still confirmed for foreign material in the inner packaging. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. In order to activate the hydrophilic coating, it is recommended to wet the ultraverse catheter with sterile saline solution immediately prior to its insertion in the body. Dilatation catheter preparation: remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. (B)(4).

Event description:
It was reported that during preparation for an angioplasty procedure the sterile packaging allegedly contained a particle inside. There was no reported patient contact.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. In order to activate the hydrophilic coating, it is recommended to wet the ultraverse catheter with sterile saline solution immediately prior to its insertion in the body. Dilatation catheter preparation: remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty procedure the sterile packaging allegedly contained a particle inside. There was no reported patient contact.